Manufacturer narrative:
During a retrospective clinical study, it was noted that synergraft aortic valve and conduit was implanted into a (B)(6) male patient for repair of a congenital bicuspid aortic valve. The patient initially did well; however approximately eight years after implant the patient began to experience progressively worsening dyspnea and exertion. An echocardiogram showed severe aortic stenosis with a transvalvular gradient of 41 mmhg, a valvular gradient of 50 mmhg, and mild regurgitation. A CT scan showed severe calcification of the entire aortic valve and root. The valve was replaced with a mechanical valve 92 months post-implant of the allograft. As such, this event was investigated as a complaint and the results are summarized below. A review of the manufacturing records revealed the allograft met all processing specifications prior to release. A review of the literature indicates an explant of this nature while rare has been reported in the literature and is not an unexpected outcome. A review of the donor records revealed the donor did not show any evidence of systemic disease that may adversely affect tissue quality. The precise cause of the early graft failure can not be determined from the available information. Structural valve deterioration at eight years post implant can be expected in a small percentage of cases.

Event description:
During a retrospective clinical study, it was noted that the synergraft aortic valve was implanted by (B)(6) in 2002 for stenosis of a congenital bicuspid aortic valve ((B)(6) male). Since implantation, the valve has progressively calcified and the valve has degenerated. An exam in (B)(6) 2010 indicates severe early stenosis and intention to re-operate. On (B)(6) 2010 the patient underwent re-do sternotomy, re-do aortic root replacement (no. 25 carboseal mechanical valve graft conduit), and reimplantation of the coronary arteries.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.